Manufacturer narrative:
The problem may could be traced to optical fiber failure. The fiber returned not sterile, only visual inspection though the pouch is possible. We are unaware of patent involvement.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.